Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the distal end of an inserter disassembled while the surgeon was attempting to detach it from the mating spacer. The cage was removed from the disc space when it could not be detached from the inserter, and it was reinserted using the same inserter. Additional information has been requested, but has not been provided.

Manufacturer narrative:
Additional information: the device was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that the distal end of an inserter disassembled while the surgeon was attempting to detach it from the mating spacer. The cage was removed from the disc space when it could not be detached from the inserter, and it was reinserted using the same inserter. Additional information has been requested, but has not been provided.